Event description:
Per the surgeon, the patient lost a flange fixture and abutment due to lack of osseointergration. Reduced bone thickness was noted at the time of the surgery. The implants were left proud and bone dust/bone paste was used around the implant site.